Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was received emergency medical services for high blood glucose on (B)(6) 2021. Blood glucose reading was over 500 mg/dl. The customer stated that insulin pump had motor error alarm. The customer was treated with manual injection at the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.